Event description:
At about 1 year 11 months after the primary, revision surgery performed due to cemented tibial tray subsidence and consequent tibial tray loosening. The surgeon revised tibial tray and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023 lot 2009470: 135 items manufactured and released on (B)(6) 2020. Expiration date: 2025-12-08. No anomalies found related to the problem. To date, 131 items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs director: 2 years after posterior-stabilized cemented tka the tibial tray is subsiding and needs replacement. We only got pre-revision xrays and therefore we cannot judge the cortical coverage of the original implant. Normally, subsidence of a cemented tray may be due to insuffiocien cortical coverage or to worsening of the bone conditions - both these situations require postoperative radiographs to be assessed. In neither case we see any reason to suspect that a faulty device caused the problem.